Event description:
It was reported that a pt had a loss of therapeutic effect. The physician thought the lead was broken. The lead was replaced. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional info is received from the hcp.